Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened/used enlite sensors and performed bicarbonate buffer test. Both sensors passed with accurate readings.

Event description:
It was reported by the customer that their sensor was continuously warming up and would no exit the initiation mode. Customer's blood glucose level was 158 mg/dl at time of reporting. Nothing further reported.